Manufacturer narrative:
This submission represents 1 of 163 events identified via active surveillance activities utilizing data from (B)(6). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by (B)(6), this (B)(6), female patient underwent primary total prosthetic replacement using cement of the left knee via medial parapatellar approach on (B)(6) 2009. The indication for the index procedure was osteoarthritis. The patient was implanted with a optetrak knee system - cemented cruciate retained (cr) femoral component - size 3 (catalog 200-01-03, serial (B)(4)), optetrak knee system - cemented finned tibial tray - size 3f/2t (catalog 200-04-32, serial (B)(4)), optetrak knee system - cruciate retained (cr) tibial insert - size 3 - 11mm (catalog 200-23-11, serial (B)(4)) and heraeus medical antibiotic loaded high viscosity bone cement (catalog 66017569, serial (B)(4)). On (B)(6) 2013, approximately 48 months post implantation, the patient underwent revision due to aseptic loosening tibia. The exactech were removed and replaced with sigma femoral ps non-lugged cemented size 2.5 left, sigma modular tibial tray cemented cobalt chrome size 2.5, sigma stabilised gvf insert size 2.5 15mm and pfc« sigma oval patella 35mm.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed since the devices were not returned for evaluation. This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the united kingdom national joint registry (uknjr). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices no information provided in the following section(s): a4, a5, and b6. The following section(s) have additional info: d2, d4 (catalog number, serial number, exp date, and UDI number), g4, g5, g7, h1, h2, h3, h4, h6, and h7. Section h11: corrections made in the following section(s): (d2) common device name. (D4) catalog number, serial number, exp date, and UDI number. (G5) 510k number . (H4) manufacture date. (H6) evaluation codes.